Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the sensor. The customer had inserted the sensor for two days and it was telling him to change sensor. The customer was also unable to calibrate. The insulin pump suspended on low and delivery stopped. Customer's blood glucose level was 489 mg/dl. The customer treated his high blood glucose level with a correction and declined to troubleshoot. The insulin pump was not returned.